Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers reported via phone call that customer were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022. Customer had high blood glucose because insulin pump died without warning. Blood glucose reading 500 mg/dl at time of hospitalization. Customer current blood glucose at time of call was 172 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Auto mode feature was not active at time of event. Customer also reported power loss alarm. Customer able to clear the alarm and able to rewind. Customer also reported low battery life. No further patient complication were reported. Device will be return for further analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged low battery life or low battery alert, unexpected battery power loss or replace battery alert/replace battery now alarm, unexpected pump shut off, absence of low battery life or low battery alert and was hospitalized for high bgs and dka found on 29-oct-2022. The pump powered up properly after battery installation. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08675 inches. However, the pump had a high sleep current measurement. The pump was monitored for several days and no low battery life or low battery alert, unexpected battery power loss or replace battery alert/replace battery now alarm and unexpected pump shut off noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Powered the pump on using the battery simulator with 1.345 v and performed the self test. The pump alerted low battery. No absence of low battery life or low battery alert noted. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file foe the event date. However, low battery alert was recorded and found in the formatted history file on: 10/27/2022 15:14:00.000. Replace battery alert was recorded and found in the formatted history file on: 10/28/2022 00:45:00.000. 10/28/2022 00:55:00.000. Replace battery now alarm was recorded and found in the formatted history file on: 10/28/2022 01:16:00.000. 10/28/2022 01:26:00.000. And power loss alarm was recorded and found in the formatted history file on: 10/28/2022 01:27:18.000. 10/28/2022 01:27:26.000. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement.the original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement.the pump had an intermittent high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm), suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (24.0 mv). The motor was tested outside of the device on the ngp stb3 and passed.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment.unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Unexpected pump shut off and absence of low battery life or low battery alert were not confirmed. However, low battery life or low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm were confirmed, suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report inh1 section.